Event description:
It was reported that the pulse generator exhibited backup vvi and could not be restored. The user download algorithm failed and a bvvi status report could not be printed. The patient was lost to follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the pulse generator was in backup vvi mode due to multiple bits flipped in the product code. The device was at end of live (eol) due to a normally depleted battery. The device functioned normally with a replacement battery.